Manufacturer narrative:
The affected device is under the investigation of a service provider.

Event description:
On 11/01/2019, a distributor of infutronix reported a flow rate issue of the pump. A user facility representative contacted the distributor stating that the infusion pump was "under infusion". A patient was involved but not harmed. The device operator was a nurse. The medication being infused and event date were unknown.

Manufacturer narrative:
The reported issue could not be confirmed because the device could not be powered on to perform the evaluation. The service provider of infutronix opened the device up, all internal connections were intact and no issue could be identified. The affected device was scrapped.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00043).